Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient received an ¿air detected in cassette warning¿ multiple times during their treatment. The patient cancelled the treatment and when the cassette was removed fluid had come in contact with the cycler. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and to follow up with their peritoneal dialysis nurse (pdrn). It was reported that the patient would revert to manual therapy. Additional information has been requested, however, to date not provided.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A post-accelerated stress test (ast) simulated treatment was performed on the cycler with 8500 ml of fluid and completed without failures. There were no fluid leaks in the test cassette during the treatment test. The cycler underwent and passed a system air leak test and the load cell verification was within tolerance. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified that there were spots of dried fluid on the base plate adjacent to the pump. The cause of the encountered dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.